Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead appeared to be experiencing loss of capture (loc) with the observed pacing thresholds. The patient's ejection fraction had dropped. Also, it appeared like the right ventricle and left ventricle were not contracting together. Programming options were suggested for this patient. The lv lead remains in service. No adverse patient effects were reported.